Event description:
It was reported that a user experienced recurrent glucose instability while using the ilet system after self-treating a low blood glucose of 57 mg/dl with gummies to deliberately spike glucose and by manually pausing and unpausing insulin delivery when the device was already adjusting delivery. Symptoms included shaking/ tremors, hypoglycemia and subsequent hyperglycemia with values ranging from 57 to 309 mg/dl. Outcomes included urgent low and rapidly falling glucose notifications without hospitalization or emergency care. Investigation included troubleshooting and user education on appropriate hypoglycemia correction and pump operation. Investigation of this case revealed user overcorrection of hypoglycemia and preemptive treatment prior to device alerts, as well as manual suspension of insulin contrary to system automation. It was concluded that the event was attributable to use error, and additional training was provided, including guidance to use oral fast-acting carbohydrates for lows and to allow the ilet to manage insulin delivery without manual pauses.